Manufacturer narrative:
(B)(4). During follow up with the reporter, they confirmed that the event was peritonitis (previously reported as suspected peritonitis). The patient recovered from the event 11 days after the receipt of the initial report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The suspected peritonitis was manifested by vomiting and cloudy effluent. On an unreported date, the patient was hospitalized for the event. The cause of the suspected peritonitis and treatment for the event were not reported. Pd therapy was discontinued for two days, during which the patient performed hemodialysis. At the time of this report, the patient was recovering from the event, was discharged from the hospital, and was performing continuous ambulatory peritoneal dialysis therapy. No additional information is available.